Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no damage observed to the phenom 27 microcatheter.

Manufacturer narrative:
Product analysis #283261508:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within a resealable biohazard pouch; within an opened pipeline flex embolization device outer carton and within an opened pipeline flex embolization device inner pouch. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. (Pli-10) the pipeline pushwire was found to be kinked at ~116.0cm from proximal end. The hypotube and ptfe were found to be intact and with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be damaged. Due to the condition in which the pipeline braid was returned, the proximal and distal ends of braid were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. (Pli-20) the phenom-27 catheter total length was measured to be ~158.4cm. The phenom useable length was measured to be ~151.8cm which is within specification. Upon visual inspection, no damages were found with the phenom hub. The catheter body was found to be kinked at ~151.2cm from distal tip. No damages were found with the marker band or the distal tip. Testing/analysis (including sem reports): the phenom 27 catheter was flushed, water exited from the distal tip. The phenom-27 catheter was then tested with an in-house 0.0265¿ mandrel. The mandrel successfully passed through the catheter hub, lumen and exited distal tip without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Possible cause for ¿failure to open distal¿ is the result of re-sheathing the device more than two times. Based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ was unable to be confirmed and the root cause could not be determined. Possible contributor for resistance is lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. Resistance can occur due to failure to maintain continuous flush. (Reyesr32 2022-11-28) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information was received. The lot # of the phenom 27 catheter was 223567990.

Manufacturer narrative:
Physician/initial reporter information was not provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that had resistance during delivery in the phenom 27 microcatheter and failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured fusiform right middle cerebral artery m1 segment aneurysm. The distal landing zone was 2.35mm and the proximal landing zone was 3.98mm. Vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. It was reported that all devices were prepared as indicated in the instructions for use (IFU). Once the phenom 27 microcatheter was delivered to the m2 segment, the pipeline was delivered to the distal end of the catheter with a lot of resistance. About 5mm of the pipeline was exposed and resistance was noted to increase slightly. It was noted the pipeline was not positioned in a bend. The distal tip of the pipeline did not open and still did not open after repeated push-and-pull. Less than 50% of the pipeline was deployed when the failure to open occurred. There were no additional steps or devices required to open the pipeline. Resistance was still obvious when trying to withdraw the pipeline. The pipeline was resheathed and removed together with the microcatheter. Both devices were replaced. Resistance was significantly reduced with the replacement devices and the surgery was completed successfully without further issue. There was no harm or injury to the patient.